Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that he had low blood glucose level. The customer¿s blood glucose level was 38 mg/dl at the time of incident. The customer reported that his blood glucose level was 38 mg/dl so he calibrated pump and checked blood glucose level and it was 74 mg/dl and also customer reported that his blood glucose level did not go over 100 mg/dl. The insulin pump will not be returned for analysis.